Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter facility name: (B)(4). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was leaking from the white stopper/filter/cap; liquid flowed beyond the cap. This was observed when filling the tube with iron intravenous (IV) solution. An unspecified female/male connector plug was added to maintain sterility. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected with the naked eye and no issue was detected. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.